Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 had black screen and was powered down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main screen was black and would not turn on. A field service engineer found station failed to boot and after disconnecting pyxibus devices, reseating all in one (aio), and confirming no cable shorts, suspected aio failure, replaced with new unit, reimaged drive, updated network/date settings, performed full synchronization, and verified all applications operational. The system functioned as intended after the field service engineer repaired the device.